Manufacturer narrative:
02-aug-2021 update: the reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that the oral-b toothbrush head was not staying on while brushing. No injury was reported.